Manufacturer narrative:
Other, other text: h6) additional information was received indicating that there was no patient injury.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed, the top case was cracked and chipped, the bottom case was cracked by the "l" bracket pole clamp and contamination was visible on the "l" bracket pole clamp and by the a/c cord clamp. Review of the event history log showed an occurrence of a "force sensor test" alarm. Functional testing involved running the pump through the power up process and performing a calibration verification test. The report issue was duplicated, the force sensor did not change when force was applied to the force sensor. The investigation determined that customer damage was the cause of the reported issue. A broken screw boss, damaged cable and loose (extra) screw found inside the plunger head. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
A broken force sensor was reported.